Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (hip/buttocks), while wearing the device. The patient experienced pain and swelling at the pod infusion site. The parent of the patient removed the pod from the infusion site. Once at urgent care the patient was diagnosed with an abscess at the pod infusion site. The patients abscess was unable to be drained. The patient had a topical cream applied to the infection site. The patient was prescribed sulfamethoxazole and trimethoprim (200 mg/ 5 ml) to be taken 2 times daily for 7 days as well as mupirocin ointment (2%). The patient was at urgent care for an hour. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.